Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after ingesting three glucose tablets to raise a pre-breakfast blood glucose of 79 mg/dl and then announcing and eating breakfast. Symptoms included hyperglycemia peaking at 218 mg/dl. Outcomes included correction of blood glucose to target within 90 minutes and no alerts or alarms. Investigation included customer interview and troubleshooting with education on appropriate treatment of low or borderline glucose prior to meals. Investigation of this case revealed user management of glucose that resulted in overtreatment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management.